Event description:
Account alleged that the brakes are not holding on this bed. Account stated that there were no injuries. Account alleged that there was a patient in the bed and the bed was being used in an emergency department. Three attempts have been made regarding a resolution to this contact line, with no response.